Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, cancer and multiple myeloma. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, cancer and multiple myeloma. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that modem door panel and sd card door panel were missing. Two screws from top enclosure were missing - suspect user tampering. Slight dust-like contamination and potential mineral deposit stains in the air outlet port. Dust-like contamination and hairs/fibers on the rear panel under the air output port. Unknown brown contamination on the top enclosure near the air inlet port. Dust-like contamination and hairs/fibers at the air inlet of the blower box. Also, there were potential mineral deposit stains on the air outlet. Pca was missing the j2 connector for the display ribbon cable - suspect user tampering. Ui panel display ribbon cable, portion of it, was ripped off - suspect user tampering. Two pca screws were missing - suspect user tampering. There was oxidation discoloring (black) on the vias and bluetooth trace antenna on the pca which is an anticipated occurrence. Sw2, on the pca, had a potential mineral deposit stain on it, indicating potential water ingress. Fine coating of dust on top of the blower box. Blower box lid screws (x4) were missing, and blower box screws (x2) were missing - suspect user tampering. Blower box lid was missing - suspect user tampering. Dust-like contamination and potential mineral deposit debris on the top of the blower motor and blower seal. Blower motor had many potential mineral deposit stains on outside bottom of it, on the isolators, and on the inside of it, indicating potential water/liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Blower box had many potential mineral deposit stains and debris, indicating potential water/liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found twenty-five error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination and water ingress in the device and are consistent with being from an external source. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rdp?, device available for eval?, date returned to mfg has been updated. In box g: date received by mfg has been updated. In box h: device evaluated by mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.